Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet handheld screen was cracked, which prevented swiping and button presses while the device otherwise functioned. Symptoms included no adverse clinical effects and no alerts or alarms. Outcomes included no medical intervention, no hospitalization, and continued therapy without reported glycemic events. Investigation included customer interview and device replacement logistics with instructions to back up data and power down prior to return. Investigation of this case revealed physical damage to the display assembly consistent with user-handling impact, with no evidence of internal electronic malfunction or software error. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact unrelated to device design or manufacturing.